Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 72-year-old female patient underwent a breast augmentation revision with a mentor memorygel, 275cc silicone breast implant experienced left- sided silent rupture postoperatively. The issue was diagnosed through physical examination. As a result, patient underwent bilateral replacements as follow: r/cat: 3507275mc, sn: (B)(6) , l/ cat: 3507275mc, sn: (B)(6) on october 10, 2023.

Manufacturer narrative:
On november 9, 2023, mentor investigated two unknome rupture devices. Per mentor procedure both devices were analyzed, and became evident that both were ruptured. Therefore, both devices will be reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on november 01, 2023 device evaluation completed on november 02 , 2023: the product was returned to mentor for evaluation.  Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 275cc breast implant had an area of shell abrasion on the posterior view. In addition, a tear was noted within the shell abrasion measuring approximately 5.2 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time.  As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).